Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer subsequently experienced a loss of consciousness, and required treatment of sweets by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (serial no) incorrectly documented in the initial report.

Manufacturer narrative:
At this time, product has not yet been returned and the provided valid serial number is not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer subsequently experienced a loss of consciousness, and required treatment of sweets by his wife. There was no report of death or permanent injury associated with this event.